Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a consumer receiving morphine [50 mg/ml] at a rate of 14 mg/day via intrathecal drug delivery pump for spinal pain. It was reported that there was an empty pump and that 125 cc was dispensed since low reservoir alarm volume. They did not know when the empty reservoir occurred but stated it had been empty "for quite some time". They were contemplating refilling the pump with intrathecal morphine 15 mg/ml at 7-8 mg/day but had to still order the drug and was wondering if preservative free normal saline (pfns) should be utilized in the pump reservoir until then. There were no reported symptoms and no further complications reported/anticipated.